Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
A piece of the applier broke and fell off while the surgeon was placing a clip over a vessel. An xray was performed to find the broken piece. The patient's condition was reported as fine.